Event description:
It was reported that the patient had a fall and was no longer getting adequate pain relief due to high impedances on the lead. The patient underwent a revision procedure wherein the percutaneous lead was replaced with a paddle lead. The patient was doing well postoperatively, and the explanted device was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred year 2020. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).